Manufacturer narrative:
The lot was manufactured from january 02, 2020 - january 06, 2020. H10: the device was received for evaluation with no fluid in the bladder. Visual inspection was performed which observed the tubing line was cut where the customer drained the fluid. The tubing line was subsequently reconnected to perform a functional flow test by filling the bladder. After fill, no evidence of flow was observed coming from the white restrictor. Further inspection was performed on the flow restrictor which revealed the cause of the flow problem was due to crystallized drug blocking fluid path at the distal end of the capillary glass. The reported condition was verified. The cause of the condition was due to crystallized drug blocking fluid path at the distal end of the capillary glass. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.